Event description:
The customer observed higher than expected vitros vanc results on two patient samples from the same patient, when processed on a vitros 5, 1fs chemistry system. Sample 1 vitros vanc result: 35.7 vs. Expected < 5 ug/ml. Sample 2 vitros vanc result: 36.5 vs. Expected < 5 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial affected result was reported outside the laboratory; however, the result was questioned by the attending health care professional and was not sent to the physician. The second result was not reported from the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros vanc results were obtained from two patient samples processed on a vitros 5600 integrated system. The investigation could not determine a definitive root cause. However, an unknown sample interferent cannot be ruled out as a contributing factor. There was no evidence that the vitros 5, 1fs analyzer or vitros vanc reagent had malfunctioned. The assignable cause of this event is unknown.